Event description:
During a l5-s1 fusion, xia 3 7.5 x 40 mm screws were placed into s1 and l5 on the left/right. The surgeon placed a 45 mm rod into the left side of construct with blockers. The left s1 screw was the tightened with the counter torque/torque wrench. We heard a popping sound come from the construct. The screw head of the xia 3 s1 screw popped off during tightening. The surgeon removed the existing post screw and placed a second screw on the same size, repeating the same steps as before. During the tightening the head popped off again. The surgeon at that point removed and placed a third screw of the same size. The third screw was successfully tightened without complications.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.